Event description:
It was reported that this lead exhibited oversensing of the ventricular signal due to suspected dislodgement. This lead was noted to have been implanted for approximately 20 years. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).